Event description:
A caller reported an error with their continuous glucose monitor (cgm), identified as cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The caller received guidance from customer technical support (cts) for a complete pump reset, which resolved the issue, allowing the caller to successfully start their sensor session without encountering the error again.